Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2316-50e, serial: (B)(4), lot: 5128163, description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that following a trial procedure, the patient's leads migrated. The patient underwent a lead revision to move the leads back in place.